Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. Treatment was not reported. On the same day as onset, the patient was hospitalized for this event and was discharged six days later. At the time of this report, the patient had recovered from the event. One day after the event onset, he patient's catheter was removed and they switched to hemodialysis. At the time of this report, the patient has recovered from the event. No additional information is available as the reporter declined follow up.